Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001825034-2017-05107.

Manufacturer narrative:
(B)(4). Date of event - unknown date one year prior to revision. Unknown date in 2014. Customer has indicated that the product will not be returned [location unknown] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05107 and 0001825034-2017-05109.

Event description:
It was reported that the patient underwent an elbow arthroplasty revision due to septic loosening approximately two (2) years post-operatively, with onset beginning approximately one (1) prior to revision. Attempts have been made and additional information on the reported event is unavailable at this time.